Event description:
During a programming session, communication issues between the implant and the external equipment were observed. A boston scientific representative performed device eval. The problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.